Manufacturer narrative:
Additional information: b5 b5: upon follow up information it was further reported ¿during preparation/priming, 9l of flushing solution was required as there was always air in the system and then also in the bubble catcher¿. Thirty minutes after the start of treatment, ¿the plasma ran out of the filter diaphragm and pressure filter increased¿. The set was then rinsed with 0.9% nacl (sodium chloride). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10: h10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows the reported leakage from the bottom of the filter. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a crack at the bottom of the filter from a prismaflex tpe2000 set thirty minutes into continuous renal replacement therapy. Furthermore, the plasma ran out of the filter diaphragm, pressure filter increased, and the set was rinsed with 0.9% normal saline (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.